Manufacturer narrative:
Method - device not returned, f/u with company representative.

Event description:
It was reported that a pt underwent a kyphoplasty procedure at level t9 for compression fracture and a laminectomy. The physician inflated the balloons to about 1cc each. The pressure was noted to be high, indicating hard bone. Within 20-30 seconds, the pressure went down; the physician gave a half turn rotation. An image showed the balloon markers at the tip and posterior part of the balloon. Balloon inflation was towards the tip, where the bone was softer. A second image showed that the balloon shot through the end-plate and ended up in the disc space. Repeated lateral views showed the balloon expanding towards the distal end; visualization showed the balloon had moved forward considerably and the balloon protruded through the inferior end-plate. The physician was able to put some cement in the vertebrae, but not without cement leakage into the inferior disc space. The procedure was completed successfully and the pt's status was reported as good. No add'l info was reported.